Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Further one channel post-operatively migrated out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was seen for routine mapping (remote fitting) and in situ measurements showed affected channels. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for normal mapping (remote fitting) and in situ measurements showed affected channels.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further one channel post-operatively migrated out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user was seen for routine mapping (remote fitting) and in situ measurements showed affected channels.